Event description:
It was reported by repair work order that the patient-right siderail would not latch in the upright position due to a broken top rail and spindle spacer. No adverse consequences or clinically relevant delay in treatment was reported.